Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. Phone complete entry: (B)(6).

Event description:
The customer observed a false reactive architect total ¿-hcg result for one patient. The following data was provided (<5.00 iu/l is nonreactive, >/=25.00 iu/l is reactive): sample ID (B)(6) initial result was 30.9, repeat was <1.2 iu/l; additional repeats were also negative. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false reactive architect total b-hcg result on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found sample crystals on the arc, probe, list number 08c94-47, which needed to be cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.